Event description:
This lead was an attempted implant on (B)(6) 2012. The lead was not implant due to high pacing thresholds, 5v @ 1 ms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).